Manufacturer narrative:
The date of event is exact.

Event description:
A healthcare professional from a clinical study reported there was a buzzing sensation in the area of the implant/stimulator that would occur 3-4 times per week and last for several seconds. There were no actions taken and no hospitalizations related to this event. No diagnostic tests were performed. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.